Event description:
While using byte aligners, a patient experienced a class ii mobility of their lower anterior teeth. The patient will undergo chairside orthodontic treatment to correct the issue.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.